Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patent's ipg was inoperable. A sjm representative met with the patient and was unable to establish communication between the patient's ipg and any additional external devices. It is unknown when the patient last recharged her ipg as she lost her programmer months ago. Subsequently, surgical intervention may be taken to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.